Manufacturer narrative:
The investigation tested retention materials with spiked blood samples and the results of all measurements fulfilled requirements.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for an unspecified number of patient samples tested for troponin t quantitative (tnt)on a cobas h232 analyzer. The specific date of the event was asked for, but is not known. The cobas h232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. It was stated that several patient samples had results of 50-100 ng/l and when repeated, these samples had results below 50 ng/l. Specific information was provided for only one patient sample and information regarding other samples was asked for, but not provided. For the one patient sample provided, the sample initially resulted as 50-100 ng/l when tested for tnt on the cobas h232 analyzer. When this sample was repeated on the cobas h232 analyzer, it resulted as below 50 ng/l. The sample was tested using a different method and the tnt result was below 5 ng/l. It was stated that the cobas h232 results and the result from the different method were reported outside of the laboratory to a clinician treating the patient. The meter was said to have alarmed for elevated tnt results, but final results are below 50 ng/l. The patient was not adversely affected. No other adverse events were alleged. The cobas h 232 analyzer serial number was (B)(4).